Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic ovarian cystectomy procedure, the tissue pad fell off of device and into the patient. The tissue pad was able to be retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.